Manufacturer narrative:
The guidewire bowl was used as a component inside of roi cps, llc custom kit 880393003, lot 92614 - cardiac cath kit. The initial reporter did not retain the sample or return it to roi cps, llc for evaluation or for return to the manufacturer deroyal.

Event description:
Debris was found in guidewire bowl upon opening the cardiac catheter pack. There was no patient contact or delay in the case. A new pack was opened for use.